Event description:
It was reported that boston scientific technical services (ts) was contacted to discuss low (1 ohm) shock impedance and noisy signals from this subcutaneous implantable defibrillator (s-ICD). It was stated the patient has twiddler's syndrome and therapy is most likely unavailable. The system was subsequently explanted and replaced to resolve the event and the patient was stable with no additional adverse effects. The system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned device was thoroughly inspected and analyzed. Device data indicated that a shock was delivered and afterwards, a shorted lead impedance measurement (1 ohm) was observed. Visual inspection identified no arc marks were found on the device case. However, there was extensive electrical overstress damage noted to the flex circuit on the high voltage (hv) capacitors. The solder joints on the hv capacitor flex circuit were intact. This type of damage is consistent with a shock delivery into a low resistance path (a lead short). The "cause traced to environment" conclusion code was selected based on the analysis findings of electrical overstress damage within the device, which occurred as the result of shock delivery into shorted lead. Therefore, the damage is deemed due to the environment outside of the device.

Event description:
It was reported that boston scientific technical services (ts) was contacted to discuss low (1 ohm) shock impedance and noisy signals from this subcutaneous implantable defibrillator (s-ICD). It was stated the patient has twiddler's syndrome and therapy is most likely unavailable. The system was subsequently explanted and replaced to resolve the event and the patient was stable with no additional adverse effects. This s-ICD was received for analysis.